Event description:
Patient reported undergoing total hip arthroplasty on (B)(6), 2003. Subsequently, the patient was revised on (B)(6), 2010, due to pain, grinding and popping noises emanating from the hip, and balance issues. The surgeon noted signs of metallosis during the revision procedure. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on march 31, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted march 31, 2011.

Manufacturer narrative:
The head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. This report submitted (B)(4), 2011.

Event description:
Patient reported undergoing total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2010, due to pain, grinding and popping noises emanating from the hip, and balance issues. The surgeon noted signs of metallosis during the revision procedure. The acetabular cup and modular head were removed and replaced.